Event description:
The customer contact reported a leak of therapy critical for this pt. The tubing set was being used for delivery of an unspecified concentration of milrinone. No specific pump parameters were provided. It was reported that while the pt was sleeping, an unspecified volume of medication leaked from the filter air vent. The customer contact stated the pt reported light headedness and weakness. The tubing set was replaced and the therapy was resumed. After the milrinone therapy was resumed, it was reported the pt's symptoms subsided. No medical interventions were required. Although there was potential for serious injury, there was no reported change in the pt's clinical status. Info was requested from the customer contact regarding delivery rate, pt's vital signs and recovery time. No additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel. (B) (4).